Event description:
This lead was capped and replaced due to intermittent loss of capture. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. It was replaced with the same model lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.